Event description:
It was reported that air was detected in a clearlink system blood set. This occurred during patient infusion with a non-baxter infusion pump. The reporter stated that the pump experienced an air in line alarm and an air occlusion alarm while using the set. The reporter also stated that the customer did not invert and tap the tubing while priming the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.